Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plastic foreign matter was observed in the syringe 50ml w/o during use. The following information was provided by the initial reporter: "foreign material (plastic) in the syringe".

Manufacturer narrative:
Investigation:one sample was returned to sbdm, lot number is 1812062. Visual inspection of complain sample: from visual inspection, sbdm gathered the fm is plastic pc, size of fm is 18mm x 14mm. Infrared spectrometry (ir) analysis: from ir analysis on the fm, sbdm determined the fm to be pp, same raw material as barrel. House sample inspection: sbdm inspected total 60 pcs from 3 lots (1810263, 1810263, 1810263), no abnormality is observed. Device history record review: sbdm reviewed the manufacturing record for lot 1812062, no abnormality is observed. Root cause: from investigations, sbdm assume that the fm in the barrel most likely occurred during syringe assembly process, while the barrel was feeding to syringe assembly machine. The barrel was not moved to index of syringe assembly machine properly, causing the barrel to break, and the broken part was pushed by air and moved into the barrel. Most likely this occur during starting or stop the assembly machine.

Event description:
It was reported that plastic foreign matter was observed in the syringe 50ml w/o during use. The following information was provided by the initial reporter: "foreign material (plastic) in the syringe".